Event description:
Weekly nasal testing from a variety of pcr/rapid testing for sars cov 2. Headaches, nasal burning, nasal rash, vibration/buzzing bees feeling behind the nose, sinus pressure, eye strain, brain fog, upper jaw pain. After several days of these things occurring, they would disappear only to reoccur immediately to 24 hours after another test was completed. County/school/and pharmacy provided kits. All brands. FDA safety report ID# (B)(4).